Event description:
Subsequent to filing of the initial medwatch report additional information was received: the site did not report there was no suture in the body of the device, as stated on the initial medwatch report. The device body was not taken apart at the site. The actual reported event is when the plunger was removed no suture was attached.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device with a 6f sheath after an unspecified procedure. Reportedly, when the needle plunger was retracted, not only was no suture attached, but it was found that there was no suture in the device body. The vessel was re-wired and the proglide was removed. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.